Event description:
A pt with metastatic ovarian cancer to the liver was previously treated with carboplatin, taxol, taxotere, gemzar, irofulven, tamoxifen and xeloda. In 2002, the pt underwent therasphere treatment to the right lobe of liver via hepatic artery infusion and received 138 gy dose. Therasphere infusion was uneventful and the pt left hosp on the same day feeling well. At pt's follow-up office visit the next month, pt was noticed to have some purplishness in the left calf and ankle with increased edema in the calf. Homan's sign was negative, there was no increased warmth, but mild tenderness in the left groin. An emergent duplex and color doppler ultrasonography showed deep venous thrombosis of the left common iliac vein and distal inferior vena cava, with thrombus extending proximal to the caval filter. The pt was admitted to the hosp and started on lovenox immediately. Blood cultures were negative. Within two days pt was discharged to home on lovenox sc bid. 8 days later the pt was seen back at the office. At that time left lower extremity appeared normal in color, cool and dry to the touch, but still with some edema. Some tenderness in the left groin also remained. Pt is continued on lovenox injections and is being followed closely to monitor any change in status. Past medical history of this pt is significant for initial good biochemical and radiographic response to taxol therapy accompanied by development of deep venous thrombosis. At that time a greenfield filter was placed. After therasphere treatment this pt showed biochemical evidence of significant tumor lysis and subsequent response to the treatment, according to pt's tumor marker-ca-125. Pretreatment level was 66,700, two weeks after the treatment it increased to 81,000 and then went down to 26,800 one month post therapy. This onset of dvt is a possible sequelae of massive tumor lysis and release of coagulation factors and is judged to be related to pt's response to the treatment.